Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse checked the hydraulic system for any visual cracks and leaks, performed a total service call, reseated the ionizer fan, primed the instrument and performed qc. The fse determined that the cause of the discordant tni ul result was unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant false positive troponin ultra (tni ul) result was obtained on one patient on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician. The patient was redrawn and both the original sample and the new sample were tested on the same instrument. The repeat results were released to the physician. There are no known reports of patient intervention, adverse health consequences or specific patient intervention due to the discordant tni ul result.